Event description:
It was reported that the device dropped the temperature during testing, even after being adjusted for two rotations. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. It was stated that the temperature drops on this particular device. The device was received in good physical condition with no damage or adulterations. The return tube was cracked causing a low flow rate, below 1gpm, of the recirculating water. No visible leaks or evidence of fluid ingression on pcb from the cracked return tube. Filled device with fluid, installed a temp check and an f-30 gas/vent test filter, then performed visual/functional tests per sr-1274. Also ran the device 2 times at 1-hour intervals. The air pressure was found to be unstable, the pressure kept dropping, faulty air fitting. The customer reported issue was not confirmed, the temperature never dropped during the investigation or testing afterwards, roughly 2-3 hours. The air pressure however was found to drop while the device was running due to the faulty air fitting. Perhaps the customer reported problem was miscommunicated by customer or misunderstood by the gcm team. The device passed tests per sr-1274 after repairs were performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.